Event description:
It was reported the lead had oversensing as evidenced by a high short interval count. The lead was removed due to patient and physician preference. A new lead was placed. No patient complications were reported as a result of this even.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and proximal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.